Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 3/16/2021. Investigation: bd received 10 samples and 1 video for investigation. The video was reviewed and the customer¿s indicated failure mode for insufficient blood flow with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for insufficient blood flow with the incident lot was not observed as all product specifications were met. Bd was not able to determine a root cause for the insufficient blood flow seen in the video. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. H3 other text : see h.10.

Event description:
It was reported that bd preset¿ had insufficient blood flow through the device. The following information was provided by the initial reporter: "the health technicians that take the samples of the facility report that the syringes for arterial blood sample collection are not filling as they usually do, and it has been required to remove the plunger from the syringe to collect the sample, when the needed draw volume is not achieved they severely pull the plunger and it comes out from the syringe. The user has changed the batch of the syringes and the problem has gotten solved, by separating the syringes from the batch that, according to him, has generated the issue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ had insufficient blood flow through the device. The following information was provided by the initial reporter: "the health technicians that take the samples of the facility report that the syringes for arterial blood sample collection are not filling as they usually do, and it has been required to remove the plunger from the syringe to collect the sample, when the needed draw volume is not achieved they severely pull the plunger and it comes out from the syringe. The user has changed the batch of the syringes and the problem has gotten solved, by separating the syringes from the batch that, according to him, has generated the issue."